Event description:
It was reported that the patient's husband stated that the unit was not producing enough oxygen. As a result, the patient was hospitalized. A replacement unit was sent to the patient and it is working well for them. Additional information was requested, but the husband did not want to answer any questions at that time.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 13-jan-2026. The unit came in for oxygen error. No trouble found, however. The data log shows 02 delivery error probably patient pinch tube. Run the unit for 24 hours. The unit is working well and within specification. Data log shows low battery errors; this means the patient running the unit on low battery.